Event description:
It was reported that the center load rod inserter mis 3l (63-sp-9005) broke during a procedure. Multiple attempts to obtain details were unsuccessful.

Manufacturer narrative:
H3 device evaluation - the inserter was returned for evaluation with one side of the distal tip fractured, the other side intact. The laser markings are worn and faded. The gold knob was returned in the fully retracted position and functional. The condition of the fracture location is in agreement with the results concluded in testing reports, in which the inserter is overloaded to 160 in-lbs. Review of device history records ((B)(4)) found (B)(4) pieces of lot 00116pt released for distribution on 6/24/2019 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument. In response to a previous report of this nature, a quick reference guide (attached) was circulated to mis 3l users to mitigate future occurrences. This guide illustrates proper center load rod inserter technique.

Manufacturer narrative:
H3 - device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that the center load rod inserter mis 3l (63-sp-9005) broke during a procedure. Multiple attempts to obtain details were unsuccessful.